Event description:
It was reported that the patient had received 38 radiation treatments to the larynx and felt weak and dizzy after about halfway through the treatments. The patient mostly felt dizzy when getting out of bed, and the patient had fallen. It was later clarified that the patient felt symptomatic only after the treatment, and not during the treatment session. Pacing pauses were recorded. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2010. (B)(4). Device remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Pauses inpacing appear to be due to poor telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.